Event description:
It was reported that the right ventricular (rv) lead post-operatively dislodged and the patient arrested. The patient underwent an emergency sternotomy to place temporary pacing wires. Low blood pressure was observed during the procedure which was improved with medication. However, the resulting high arterial pressure led to bleeding into the chest cavity through the aortic root as the patient underwent a myectomy earlier in the day. The bleeding was brought under control and the lead was re-affixed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.